Event description:
Potential for injury associated with a bar750 bed where the hilo actuator is not operational for the head. This event could result in inconsistent operation of the unit, which could potentially result in injury to the user.